Event description:
A user facility reports that an intraocular lens would not fold properly. Patient impact is unknown. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 05/22/2008 by mail. A completed questionnaire has not been rec'd.